Event description:
The device was used during a ileo-rectal anastamosis procedure. It was reported by the affiliate that the staples were malformed. There was no pt consequence.

Manufacturer narrative:
Visual inspections & results: b/a washer present/condition; present/cut but wit. Damaged anvil/anvil shroud, damaged guide face, damaged knife, damaged other, damaged staple pockets, damaged trocar missing parts, staples present/location, and tissue present/describe; no. Serial number; 147. Functional tests & results: 1st fire-setting/form/heights; high b/good. 1st fire-washer cut; good. 2nd fire-setting/form/heights; na. Indicator response; good. Other (non-circ.) Staples, returned staples-#/form, and returned staples-heights; na. Safety release, and trocar/anvil fit; good. Analysis conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was reloaded and fired. It fired and formed all the staples as designed with no difficulties noted. The reported incident could not be recreated. Mfg and engineering have been notified of the reported incident.